Event description:
It was reported that there had been a lead revision, and when interrogating the device, an atrial lead warning was observed. The warning date was on the date of the lead revision, and it reported 323 high impedance paces. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.